Event description:
It was reported that the patient had a loss of therapeutic effect. The patient said urinary symptoms have been bad about a week ago. The patient can just think about needing to go and then they was wet. The patient said problem started since (B)(6) 2013, the patient increase stimulation 3 times, but it started to get bad last week. The patient was helped with switching to program number 4. The patient was in program number 3 at 3.80. The patient had relocated and a new healthcare provider was requested. It was noted that the patient was also having problems with their system and was not getting relief from it recently. Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. Additional information received reported the patient loss relief (B)(6) 2013. The patient said program number 3 worked for about a year, but since having turned therapy off for egd (esophagogastroduodenoscopy), it hasn't worked as well. The patient got assistance to switch to program number 4, but that didn't work. The patient saw the healthcare provider today and it was suggested that the patient try program number 1 or 2. The patient was helped with switching to program 1. The patient said if it doesn't work, they were to go back to healthcare provider for programming. The patient programmer battery was low. Additional information received reported the patient turned off device and did not fell it worked well when turned back on . It was noted that the event was attributed to the programmer. The event was due to program 3 did provided proper stimulation but not symptom relief. Tried program 4 without success. The patient was trying program 1 and if no success will return to office for reprogramming. There was no hospitalization due to the event and no injury.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va01qa5, implanted: (B)(6) 2012, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).